Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a possible sensor drift was alleged due to an inaccurate measurement. An unspecified recalibration was performed to address the issue. Resolution remains pending.